Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal fusion procedure on (B)(6) 2018, the tip of a stardrive screwdriver shaft was stripped during final tightening of a screw. A second screwdriver was readily available (was included in the set) and used to complete the surgery. Concomitant devices reported: unknown screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).